Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: three (3) actual samples were received for evaluation with the primary packaging wrinkled and opened. A visual inspection was performed which observed evidence of the sponge on the outside on all units. The reported condition was verified. Because the samples were already manipulated; the cause of the condition could not be determined. However, a possible cause could related to shipping or handling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three (3) units of minicap were found with "iodine on the outside" along with the sponge. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.